Event description:
Device 2 of 2. Reference MFR report #: 3008829311-2018-00180. Follow up revealed that the patient underwent surgery to have their lead replaced. Reportedly, effective therapy was restored post operatively.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #: 3008829311-2018-00180. It was reported that the patient¿s lead had migrated out of the foramen. In turn, the patient's lead tested for high impedances. As a result, surgical intervention may be pending to address this issue. Note: it is unknown which t12 lead migrated, as such all possible leads are being reported.